Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The device was stored and prepped in accordance with the instructions for use. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and minimal presence of pvd or calcium near the puncture site. Hemostasis was achieved by manual compression, which lasted less than 30 minutes. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure while inside the patient. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 were not depressed. The stopcock is closed with no syringe attached to it, and a cordis csi was inserted on the device. The sealant was present in manufacturing position fully covered per the sealant sleeves that did not show any type of damage or anomaly. Additionally, the balloon showed evidence of a complete burst condition. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis a radial tear was clearly identified on the balloon¿s surface. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was confirmed, due to a radial tear observed in the balloon body. This made it not possible to maintain positive pressure during an inflation attempt of the balloon. The observed tear was considered to possibly be attributed to handling and procedural factors. The mild calcification at the access site may have caused damaged to the balloon surface that led to its rupture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. The device was stored and prepped in accordance with the instructions for use. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The suitability of the femoral artery was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and minimal presence of pvd or calcium near the puncture site. Hemostasis was achieved by manual compression, which lasted less than 30 minutes. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure while inside the patient. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The vcd will be returned for evaluation.